Event description:
It was reported that an alert was received for low, out-of-range defibrillatory impedance (19 ohms) on the right ventricular (rv) lead. The patient presented in-clinic where provocative maneuvers were performed with normal, in-range impedance (~65 ohms). It was hypothesized that the rv lead may be experiencing noise from a previously capped rv lead. Further testing to evaluate the rv lead integrity was to be conducted. The system remains implanted and in-service. No adverse patient effects were reported.